Event description:
The facility reports during a lifting procedure the left back castor came off, causing the lift to hit the nurse's face on the right side. The nurse suffered head and facial trauma/injury.